Manufacturer narrative:
Evaluation summary no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was tested and functioned properly. The grasping feature was fully functional during functional testing. While we were unable to re-create the reported event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hellermyotomy procedure, the tissue kept slipping out the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.